Event description:
I had my right hip replaced with a j&j depuy metal on metal device in (B)(6) 2008 at (B)(6). The surgery went fine but within at most a month or two, I developed parkinson's disease like symptoms and was ultimately diagnosed with pd. As my symptoms have progressed, my neurologist is now contemplating whether the heavy metals from my implant might have been a contributing factor. Thus I'm also under evaluation for a surgical revision to my hip so that I no longer have a metal on metal device, since according to the fdathe short and long term effects of exposure to heavy metals that these devices release into the blood stream are unk. Perhaps the correlation between my pd symptoms and my mom hip replacement are pure coincidence, but I nonetheless believe this is worthy of reporting so that the FDA is aware of this potential complication of mom devices and take appropriate actions.